Manufacturer narrative:
This report is submitted on june 14, 2024.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024. This report is submitted on july 18, 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.